Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the atrial fibrillation ablation farawave catheter was selected for use. It has been mentioned that the scrub tech attempted to flush the device however, the flush port was bent and he was unable to attach the syringe. The procedure was completed using different device. No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further reported that the flush port was bent directly out of packaging.